Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that four (4) half day infusor, devices did not flow during patient use. This is report 3 of 4. There is no sample available for this report. No report of patient injury, medical intervention. No additional information.